Event description:
It was reported that during an internal iliac artery stenting procedure, a shaft detachment occurred. The 60% stenosed lesion was located in the mildly tortuous and moderately calcified internal iliac artery. The lesion was 15mm long and 5mm in diameter. The carotid wallstent 6.0 x 22mm was delivered to the target lesion. During attempt to release the stent, the stent delivery system detached at 15cm to the tip. Part of the device remained inside the vessel. The stent was not expanded. The physician removed the stent and stent delivery system with "a catching device in a couple of hours." The procedure was completed with another express sd stent. The patient's status is reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.